Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarms no delivery during manual prime and won't fill tubing. Customer's blood glucose was 178 mg/dl. Customer stated he changed the set after a bolus and the device was not alarming no delivery during manual prime. Troubleshooting was performed. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. Customer was advised the device was functioning as designed. No further information reported.